Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized on (B)(6) 2017 due to hypoglycemia and hypoglycemic shock. The cause of death was severe hypoglycemia. The customer¿s blood glucose was 18 mg/dl at the time of death. It is unknown if the caller will return the insulin pump for analysis.